Manufacturer narrative:
Intuitive did not receive the single port access port to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port access port broke where it attaches to the globe. The broken piece was retrieved at the time of the event. The procedure was completed as planned.